Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the unit powers off by itself. Unit sometimes power on but the spo2 value is 80%. This is reworked-spacer label attached product. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing. Visual inspection upon receiving revealed cracked flex cable between module halves. The device does not obtain measurement due to a cracked flex cable. The device turns off by design if no measurement is obtained. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.